Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the guidewire got stuck during the rspv approach. The device was replaced, and the procedure was completed without patient complications. It was further reported that the guidewire could not be removed as normal, it was advanced past the tip of catheter, no tissue was seen at the tip of the catheter or guidewire and no other issues were reported with the device. The device is not expected to return for laboratory analysis since it was discarded in facility.